Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a elevated blood glucose (bg) level of 488 mg/dl due to incorrect time. High bg was addressed by correction bolus via pump. Reportedly customer went to the emergency room (ER) however, the customer declined to provide additional information regarding the issue. During troubleshooting with tandem technical support, the customer corrected the time. Systems check with tandem technical support confirmed the pump is functioning as intended.